Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician had difficulty placing right ventricular (rv) lead due to bloody gloves getting the stylet stuck. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the test stylet passed through the entire length of the lead with no anomalies. If information is provided in the future, a supplemental report will be issued.